Event description:
It was reported that the device had a scratched lens, was damaged at the bottom rear label and exhibited an ec 1260 alarm on power up. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device received for analysis. The reported problem was verified by visual inspection and functional testing. The device was found to have a scratched lens, bottom rear label is lifted/tampered, and corrupted storage data on the board. Visual inspection found that the downstream and upstream occlusion seals are worn and the non-original equipment manufacterer serial number label. The inspection also found keypad overlay and top rear label are for model 6400 which is inconsistent with the item number on the complaint.